Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream catheter. During analysis the device was connected to the console per the IFU. Functional analysis of the device was completed, and it was noted that the blades were not spinning. The device was visually and microscopically inspected for damage. Visual inspection revealed damage at 1cm from the tip causing the blades to not spin. It was also found that during the functional testing the shaft about 5cm from the tip had a bubble-like formation.

Event description:
It was reported material deformation occurred on the device. A 1.85mm jetstream sc catheter was selected for a procedure to treat a moderately tortuous, severely calcified and 99% stenosed target lesion inside the superficial femoral artery (sfa). During the procedure, loss of rotation occurred with the 1.85mm jetstream sc catheter. The 1.85mm jetstream sc catheter was removed and replaced with a 1.6 mm jetstream sc catheter that was used successfully inside of the patient. Then, 2.4mm jetstream xc catheter was successfully primed and used inside of the patient; however, a balloon-like deformation occurred on the device approximately 10 cm from the tip of the device. The functions of the 2.4mm jetstream xc catheter were unaffected and the 2.4mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported material deformation occurred on the device. A 1.85mm jetstream sc catheter was selected for a procedure to treat a moderately tortuous, severely calcified and 99% stenosed target lesion inside the superficial femoral artery (sfa). During the procedure, loss of rotation occurred with the 1.85mm jetstream sc catheter. The 1.85mm jetstream sc catheter was removed and replaced with a 1.6 mm jetstream sc catheter that was used successfully inside of the patient. Then, 2.4mm jetstream xc catheter was successfully primed and used inside of the patient; however, a balloon-like deformation occurred on the device approximately 10 cm from the tip of the device. The functions of the 2.4mm jetstream xc catheter were unaffected and the 2.4mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.